Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by our sales rep that during knee arthroscopy fms vue pump had no outflow suction. There was a delay less than 15 minutes. No patient harm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Product complaint # (B)(4). The complaint device was received and evaluated at service center. Per service manual operational and diagnostic analysis confirmed reported issue (no outflow suction). Replaced worn fingers on pressure arm housing with tip replacement kit as identified in the investigation to address the reported issue or the additional issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause is the worn fingers. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = part number: 284002, serial number: (B)(4), lot number: 0303469155, quantity of the lot: (B)(4), supplier lot number: 0303469155, release to warehouse date: 2016-08-19, expiry date (if applicable): n/a, supplier: kimball, manufacturing site: poland, any anomalies or discrepancies in the manufacture of the lot: not observed. UDI:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate